Event description:
Boston scientific received information that right ventricular (rv) noise was oversensed, resulting in approximately a two second pause in pacing. The noise was not reproduceable and all lead measurements were reportedly stable. No adverse patient symptoms were reported as a result of the pause in pacing.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.